Event description:
It was reported that on (B)(6) 2013 at time 1200, the patient received the gabalon intrathecal 25 mcg screening dose. At time 1400, the patient experienced a reduction in blood pressure, depression of the root of the tongue and excessive nasal mucus. The patient received an intravenous drip and temporarily improved toward recovery, however, the blood pressure reduced again at time 1600 and the procedure was performed again. The patient received an intravenous drip and other procedures. At time 2000, the patient was improving and went home. Per the attending physician in addition to gabalon intrathecal, xylocaine jelly was used. The xlylocaine jelly was used for transnasal catheter insertion daily and unlikely to be related. As depression of the root of the tongue was also observed, gabalon intrathecal might affected somehow on the central nervous system. Additional information later reported that a lumbar puncture was performed on the patient in the decubitus position and 25 gbaclofen (gabalon) was slowly administered intrathecally. The blood pressured reduced to 70/36 around 1 hour after the examination, with a slight depression of the root of the tongue and excessive nasal mucus; 200 ml/hr IV drip was administered (500 ml saline in total) and at the same time oxygen was administered through face mask; frequent suctions through the nasal cavity were required. The systolic blood pressure increased to over 90, however, the blood pressure continued to stay at the level of 70 and hence the treatment mentioned above was continued. The patient became able to maintain blood pressure > 90/50, and maintenance transfusion was continued. The patient's respiratory condition improved, with improvement in the depression of the root of the tongue and excessive nasal mucus. Subsequently the clinical course was observed by paying careful attention to the respiratory and cardiovascular conditions. The patient's condition was as usual and no particular symptoms were observed on the following day, with blood pressure 94/56, heart rate 89 bpm and oxygen saturation 99% (room air); the patient was discharged from hospital in the afternoon the same day.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient¿s lowered blood pressure, tongue swallowing, and excessive nasal mucus were considered to be related to gabalon. The severity was indicated as serious. The patient outcome was noted as recovered.